Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("suspect uterine perforation") in a 32-year-old female patient who had essure (batch no. B40017) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4, miscarriage, human papilloma virus infection (onset (B)(6) 2012, (B)(6) 2013), pap smear abnormal, social alcohol drinker, omphalocele and diabetes mellitus. Concurrent conditions included body mass index normal, post coital bleeding, adenomyosis, cervix inflammation, anxiety, headache, heavy periods and perineal pain. Family history included diabetes (mother), diabetes (maternal grand mother), thromboembolism (paternal grand mother), diabetes (siblings) and pancreatic cancer. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia"). On (B)(6) 2016, 2 years 1 month after insertion of essure, the patient experienced menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal vaginal bleeding"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain ("abdominal area pain"). The patient was treated with surgery (total vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, dyspareunia and abdominal pain outcome was unknown and the menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, dyspareunia, menorrhagia, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: on or about (B)(6) 2014 and (B)(6) 2014, following discussions with her physician concerning safe and effective birth control options and consideration of defendant's own material concerning the essure device, laura layfield underwent the essure procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.7 kg/sqm. Hysterosalpingogram - on an unknown date: essure confirmation test on (B)(6) 2016,surgical pathology report done specimen submitted: right fallopian tube,left fallopian tube,uterus, cervix. Final diagnosis: uterine cervix with cystic cervicitis; uterine corpus with proliferative, phase endometrium, myometrium with adenomyosis serosa with no diagnostic changes. Received in formalin labeled "right fallopian tube" is a 4 x 0.8 x 0.8 cm fallopian tube. The surface fallopian tube is tan pink and smooth. Cut surface is unremarkable. Received in formalin labeled "left fallopian tube" is a 2. X 0.8 x .8 cm fallopian tube. Surface of fallopian tube is tan pink and smooth. Cut surface is unremarkable. Received in formalin labeled "uterus, cervix" is a 76 gm 8 x 5 x 4 cm uterus with attached cervix measuring-1,5 x 2.5 x 1 cm. Surface of the uterus is tan pink, smooth. Cervix is tan white, slightly hemorrhage. Cut surface of the endometrium is tan pink, tan red, glistening and measures 0.2 cm. The myometrium is tan pink, trabeculated and measures 1.5 cm. Representative sections submitted in four cassettes as follows: 3a - anterior cervix; 3bposterior cervix; 3c - anterior ndomyometrium; 3d - posterior endomyometrium. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: confirming dyspareunia, pelvic pain, menorrhgia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2018: quality-safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("suspect uterine perforation") in a 32-year-old female patient who had essure (batch no. B40017) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4, miscarriage, human papilloma virus infection onset (B)(6) 2012, (B)(6) 2013, pap smear abnormal, alcoholism, omphalocele and diabetes mellitus. Concurrent conditions included body mass index normal, post coital bleeding, adenomyosis, unspecified inflammatory disease of uterus, excl cervix, anxiety, headache, heavy periods and perineal pain. Family history included diabetes (mother), diabetes (maternal grand mother), thromboembolism (paternal grand mother), diabetes (siblings) and pancreatic cancer. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced dyspareunia ("dyspareunia"). On (B)(6) 2016, 2 years 1 month after insertion of essure, the patient experienced menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal vaginal bleeding"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain ("abdominal area pain"). The patient was treated with surgery (total vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, dyspareunia and abdominal pain outcome was unknown and the menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, dyspareunia, menorrhagia, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: on or about (B)(6) 2014 and (B)(6) 2014, following discussions with her physician concerning safe and effective birth control options and consideration of defendant's own material concerning the essure device, laura layfield underwent the essure procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.7 kg/sqm. Hysterosalpingogram - on an unknown date: essure confirmation test on (B)(6) 2016,surgical pathology report done specimen submitted: right fallopian tube,left fallopian tube,uterus, cervix. Final diagnosis: uterine cervix with cystic cervicitis; uterine corpus with proliferative, phase endometrium, myometrium with adenomyosis serosa with no diagnostic changes. Received in formalin labeled "right fallopian tube" is a 4 x 0.8 x 0.8 cm fallopian tube. The surface fallopian tube is tan pink and smooth. Cut surface is unremarkable. Received in formalin labeled "left fallopian tube" is a 2. X 0.8 x .8 cm fallopian tube. Surface of fallopian tube is tan pink and smooth. Cut surface is unremarkable. Received in formalin labeled "uterus, cervix" is a 76 gm 8 x 5 x 4 cm uterus with attached cervix measuring-1,5 x 2.5 x 1 cm. Surface of the uterus is tan pink, smooth. Cervix is tan white, slightly hemorrhage. Cut surface of the endometrium is tan pink, tan red, glistening and measures 0.2 cm. The myometrium is tan pink, trabeculated and measures 1.5 cm. Representative sections submitted in four cassettes as follows: 3a - anterior cervix; 3bposterior cervix; 3c - anterior ndomyometrium; 3d - posterior endomyometrium. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: confirming dyspareunia, pelvic pain, menorrhgia. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received. Events added per pfs: perforation (uterus), menorrhagia, vaginal bleeding, abdominal area pain. Historical condition, historical drug, concomitant disease, laboratory data, concomitant drugs were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia"). The patient was treated with surgery (on (B)(6) 2016 underwent a pelvic surgery to try and alleviate the symptoms). At the time of the report, the pelvic pain and dyspareunia outcome was unknown. The reporter considered dyspareunia and pelvic pain to be related to essure. The reporter commented: on or about (B)(6) 2014 and (B)(6) 2014, following discussions with her physician concerning safe and effective birth control options and consideration of defendant's own material concerning the essure device, (B)(6) underwent the essure procedure. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.